Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that customer was in the pool and the insulin pump get vibrated and blank. Customer stated that type of moisture exposure pool water. Customer that there is fluid in the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.